Event description:
On september 19, 1995, pt had lasik surgery on their left eye the surgeon, had pt's right-10.0 eye scheduled for surgery until the morning of the surgery, but on the morning of the surgery, dr told rptr "according to the FDA requirements, I have to do your-8.5 left non-dominant eye first". The results was an over correction of +1.50 and a discentration with astigmatism of +1.50. On decembber 10,1996, rptr had lasik surgery on their right eye but the surgery was a disappointment. During surgery rptr's vision was totaly blacked-out (something that rptr did not experience on their previous surgery), and rptr could not see what dr did. The topography shows that half of the cornea was treated resulting to -1.0, and +3.5 in astigmatism leading rptr to suspect masking something that rpt'r eye did not need. Rptr is sure dr. Who did their left eye meant well, but believes there was a luck of communication among staff switching eyes on the day of the surgery. As for the other dr. Rptr is not sure, and is shocked at the results. "I know what is happening to me. I do not think I deserve this. I am tired of comfort words and consollation speaches, and I would like very much to put my life back together."